Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced swelling and sensitivity in his penis immediately following the implant procedure. The patient stated that he could not walk post procedure, and he felt that the staples had attached to his testicle skin. He also states post procedure that his penis is shorter and less girth. He stated that the pump gets pulled upwards and the physician told him the wires were crossed. The patient was referred to another specialist and has an appointment scheduled. Currently, the patient stated that he was experiencing difficulties when having sexual intercourse. He also stated that when he wears undergarments, it is very bothersome and very sensitive. It was noted that his penis is still very swollen. The patient is very frustrated and dissatisfied. The ipp is currently implanted. There were no additional patient complications reported. Additional information reported that the patient was not able to inflate the device on his own, but the physician is able to inflate it. The physician noted that the patient had possible dexterity issues, or the pump may be placed too deep in the scrotum with the capsule surrounding it and may need to be repositioned. It was noted that the patient is overweight and losing weight might help. There is no intervention scheduled at this time. Per additional information it was reported that the patient is very unhappy with his inflatable penile prosthesis (ipp), the patient stated that his device was implanted in the wrong way. He stated that he has had pain for the last 8 weeks and, his penis is always short, hard, and never goes down. The patient was suggested to keep an appointment with a specialist. There is no additional information reported. Per additional information it was reported that this inflatable penile prosthesis (ipp) needs to be removed/replaced. The patient stated that he is scared and of them making damage to him. The patient was suggested to work with the physician regarding device warranty. There is no additional information reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced swelling and sensitivity in his penis immediately following the implant procedure. The patient stated that he could not walk post procedure, and he felt that the staples had attached to his testicle skin. He also states post procedure that his penis is shorter and less girth. He stated that the pump gets pulled upwards and the physician told him the wires were crossed. The patient was referred to another specialist and has an appointment scheduled. Currently, the patient stated that he was experiencing difficulties when having sexual intercourse. He also stated that when he wears undergarments, it is very bothersome and very sensitive. It was noted that his penis is still very swollen. The patient is very frustrated and dissatisfied. The ipp is currently implanted. There were no additional patient complications reported. Additional information reported that the patient was not able to inflate the device on his own, but the physician is able to inflate it. The physician noted that the patient had possible dexterity issues, or the pump may be placed too deep in the scrotum with the capsule surrounding it and may need to be repositioned. It was noted that the patient is overweight and losing weight might help. There is no intervention scheduled at this time.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced swelling and sensitivity in his penis immediately following the implant procedure. The patient stated that he could not walk post procedure, and he felt that the staples had attached to his testicle skin. He also states post procedure that his penis is shorter and less girth. He stated that the pump gets pulled upwards and the physician told him the wires were crossed. The patient was referred to another specialist and has an appointment scheduled. Currently, the patient stated that he was experiencing difficulties when having sexual intercourse. He also stated that when he wears undergarments, it is very bothersome and very sensitive. It was noted that his penis is still very swollen. The patient is very frustrated and dissatisfied. The ipp is currently implanted. There were no additional patient complications reported. Additional information reported that the patient was not able to inflate the device on his own, but the physician is able to inflate it. The physician noted that the patient had possible dexterity issues, or the pump may be placed too deep in the scrotum with the capsule surrounding it and may need to be repositioned. It was noted that the patient is overweight and losing weight might help. There is no intervention scheduled at this time. Additional information reported that the patient is very unhappy with his inflatable penile prosthesis (ipp), the patient stated that his device was implanted in the wrong way. He stated that he has had pain for the last 8 weeks and, his penis is always short, hard, and never goes down. The patient was suggested to keep an appointment with a specialist. There is no additional information reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced swelling and sensitivity in his penis immediately following the implant procedure. The patient stated that he could not walk post procedure, and he felt that the staples had attached to his testicle skin. He also states post procedure that his penis is shorter and less girth. He stated that the pump gets pulled upwards and the physician told him the wires were crossed. The patient was referred to another specialist and has an appointment scheduled. Currently, the patient stated that he was experiencing difficulties when having sexual intercourse. He also stated that when he wears undergarments, it is very bothersome and very sensitive. It was noted that his penis is still very swollen. The patient is very frustrated and dissatisfied. The ipp is currently implanted. There were no additional patient complications reported. Additional information reported that the patient was not able to inflate the device on his own, but the physician is able to inflate it. The physician noted that the patient had possible dexterity issues, or the pump may be placed too deep in the scrotum with the capsule surrounding it and may need to be repositioned. It was noted that the patient is overweight and losing weight might help. There is no intervention scheduled at this time.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced swelling and sensitivity in his penis immediately following the implant procedure. The patient stated that he could not walk post procedure, and he felt that the staples had attached to his testicle skin. He also states post procedure that his penis is shorter and less girth. He stated that the pump gets pulled upwards and the physician told him the wires were crossed. The patient was referred to another specialist and has an appointment scheduled. Currently, the patient stated that he was experiencing difficulties when having sexual intercourse. He also stated that when he wears undergarments, it is very bothersome and very sensitive. It was noted that his penis is still very swollen. The patient is very frustrated and dissatisfied. The ipp is currently implanted. There were no additional patient complications reported.